Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that a two-tone beep occurred on a pump with reservoir volume at 95.6 mililliters and then it went to a no disposable alarm. Both pumps are alarming with this cassette, lot# 4196396, exp 9/20/2026. No further details provided. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information: medwatch mw5108058 received 20 april, 2022 and attached in complaint object., corrected data: d1: correction: cadd cassette 100ml w/flowstop.